Event description:
While placing an ultrasound guided peripheral IV, the attempt was unsuccessful and the catheter was removed, that is when it was discovered that the end of the catheter was not intact.